Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's EKG cable isn't picking up patients rhythm. There was no patient harm.

Manufacturer narrative:
The users along with biomed troubleshot the EKG trunk cable and leads with a trainer, testing the EKG port directly, and a simulator. There were no issues. Clean EKG waveforms were successfully obtained. The reported malfunction could not be replicated. The issue was resolved via phone. The iabp passed all functional testing. Issue was resolved over the phone.